Event description:
It was reported that, during a tka surgery, the tip of a nonrim speed pin 80 sterile (about 10 mm from the tip) broke off and remained in the patient's body. It was found during postoperative x-ray check. The procedure was completed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the tip of the device broke off. This piece was not returned with the device. The device shows signs of normal wear and use. This inspection was conducted by naked eye. The clinical/medical investigation concluded that the material composition of the 80mm threaded non-rimmed speed pin is 431 stainless steel with chrome coating. The externally communicating device is neither manufactured nor intended for implantation; and is not approved for long term internal tissue exposure. Based on the limited information provided, definitive contributing clinical factors cannot be concluded; however, user technique cannot be ruled out. The patient impact is determined to be the retained foreign body that is reportedly ¿below the bone¿s surface¿ without plans for removal. Although unlikely, micro-motion and/or migration and corrosion cannot be ruled out. Further conclusion on the impact of the non-implantable foreign body cannot be established. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.